Event description:
This pi is for revision of the patient's left hip on (B)(6) 2022. Originally reported: "dislocations in a patient after undergoing total hip replacement surgery with stryker products." Records and information provided by litigation coordinator indicate the following patient history: primary left hip implantation approximately (B)(6) /2010. Revision on (B)(6) 2011 with a head and liner exchange. Revision (B)(6) 2014 due to dislocation, liner was exchanged. Revision (B)(6) 2022, a constrained liner was cemented into the patient. Revision (B)(6) 2022, all stryker components removed and a competitor hip was implanted. Per the litigation coordinator, the patient is refusing to provide any additional information beyond what is currently provided.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a constrained liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.